Event description:
It was reported the visera camera control unit had an abnormal image e221 error. The issue occurred during reprocessing for a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The customer's allegation of abnormal image with e221 was not confirmed. Based on the results of the investigation, the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.